Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The drill bit shaft is fractured just below the start of the threads. A DHR review was not performed due to the age of the component. No additional complaints for drill bit fracture have been received against the product manufacturing lot. With the information provided, it is likely that field age contributed to this event. The root cause is attributed to wear out due to prolonged, normal use. A summary of the investigation has been sent to the complainant.

Event description:
It was reported the drill bit spun out during normal use. No patient consequences or further information have been reported.